Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient presented at follow up appointment. A heart wall perforation was found. As a result the patient was hospitalized and a lead revision was performed. The lead was removed and replaced. A pericardial effusion was performed to drain the fluid from the pericardial sac. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented at follow up appointment. A heart wall perforation was found. As a result the patient was hospitalized and a lead revision was performed. A pericardial effusion was performed to drain the fluid from the pericardial sac. The lead was removed and replaced, and it was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported allegation from the field.